Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit noted to function properly. No device problem found. Pump passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Event description:
Customer reported via phone call that the insulin pump was having a lot of beeps and kept asking for blood glucose values. Customer's blood glucose value was 253mg/dl, 263md/dl and 179mg/dl. Customer treated with correction bolus and declined troubleshooting. Insulin pump will be returned for analysis.